Event description:
It was reported that patient faced cannula issue as the infusion set cannula was found bent on (B)(6) 2026. The patient had high blood glucose level for more than four hours which was treated with manual insulin.

Manufacturer narrative:
E1: event city: (B)(6). Event country: colombia. Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.